Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: after investigation, the patient received lateral episiotomy suture in the hospital on december 11, 2025. The surgeon used the suture (w9932) for intradermal suturing during the surgery. The needle tip broke during the suturing (the length of broken end was about 0.2 mm). The surgeon immediately performed intraoperative x-ray examination for the patient to assist in finding the broken needle, but was unsuccessful. The surgery was then completed routinely. There was no harm to the patient as a result of this event and no subsequent adverse event reports were received.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2025 and suture was used. During the procedure, a pregnant woman underwent a side incision and vaginal delivery. During the intradermal suture procedure, the needle tip broke by 0.2mm. The doctor immediately examined the wound and did not find any needle tip left at the perineal side incision site. The doctor reported to the on duty doctor, chief nurse, and second shift director. The doctor checked the wound and did not find any needle tip. The doctor communicated with the family about the condition and agreed to perform an x-ray examination. The examination conclusion was that there was no abnormality in the pelvic plane. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? What is current condition of the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.